Event description:
It was reported the patient's catheter dislodged. The catheter was explanted and replaced. No patient injury was reported. The patient recovered without sequelae. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis of the 8709 catheter revealed no significant anomaly.